Manufacturer narrative:
A patient experienced an extended procedure was reported to abbott. It was determined a lead fragment was abandoned in patient's foramen due to inability to be retrieved by physician during surgical removal of lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg appeared to be eroding through the skin (related manufacturer reference number: 1627487-2023-01380). Patient experienced pain and leakage at the ipg site. As a result, surgical intervention occurred to explant the system to address the issue. During the procedure, the s1 lead could not be removed entirely from the foramen and the physician elected to leave the remaining lead fragment in the foramen.